Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and power supply replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system could not shoot the x-ray in 2d mode. Had relay switching sound at the back side of the ias (image acquisition system) continuously. No value of kv (kilo volt) and ma (milli ampere) present on ias (image acquisition system) monitor pendant. In troubleshooting, site visit to confirm the problem. The problem could be confirmed. Performed electrical inspection and found that the voltage value of the power supply from the generator board was not appropriate. Tried to adjust the potentiometer on the power supply board, but it could not be adjusted to a suitable voltage value even the potentiometer was adjusted to maximum range. The power supply board was malfunctioning. There was no patient involvement.

Manufacturer narrative:
Initial reporter details updated in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.